Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right atrial (ra) lead was dislodged. The physician attempted to reposition the lead, however, the lead would dislodged especially when the patient coughed due to unstable position. This ra lead was explanted. No additional adverse patient effects were reported.